Manufacturer narrative:
Date sent to FDA: 6/29/2020. Additional information: d1, d2, d3, d4, g1, g2, g5, h4. Corrected information: g1 .a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/17/2020 additional information: a2, d1, d3, d4, d7, g1, g3, h4 h6 patient codes: 2120, 1928, 2597, 2061, 3191 - bloating, ramping pressure, leakage nocturia, odor discharge, 3189 -surgical intervention additional b5 narrative: it was reported that the patient underwent a supracervical hysterectomy and bilateral salpingectomies on (B)(6) 2014. It was reported that the patient underwent removal surgery and mesh implantation on (B)(6) 2018 and another removal surgery on (B)(6) 2018. It was reported that the patient experienced erosion, pelvic, vaginal, abdominal and groin pain, bloating, ramping pressure, urinary infection, urinary incontinence, leakage nocturia, hematuria, dysuria, vaginal bleeding, hysterectomy, odor discharge, burning pain and scarring. Other implanted product is captured in a separate file. (B)(4) submitted for adverse event which occurred on 3/29/2018. (B)(4) submitted for adverse event which occurred on 8/2/2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2017 and mesh was implanted. No additional information was provided.